Manufacturer narrative:
A siemens customer service engineer (cse) was at the customer site to perform the troubleshooting for an unrelated issue when this issue occurred. The cse then evaluated the instrument and discovered that wash 1 tubing was not connected properly to the wash 1 container. The cse replaced the valve manifold and grey peripump tubing. The cse also replaced the wash stations of the aspiration probes and port base injection. The cse checked dispensing and aspiration of the wash stations. After troubleshooting, patient samples were run, which were acceptable. The customer did not obtain any additional discordant results. The cause of the discordant, false positive tni-ultra results on two patient samples is unknown. The customer did perform serial measurement testing by obtaining different sample draws from patient 1 as recommended by advia centaur cp cardiac troponin I instructions for use, which states that, "serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of myocardial infarction. In accord with published recommendations, serial testing of tni-ultra at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single tni-ultra result. An elevated troponin alone is not sufficient to make the diagnosis of myocardial infarction. Other markers, such as ck-mb and myoglobin, can be used in conjunction with tni-ultra results in aiding the diagnosis of myocardial infarction." The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni-ultra) results were obtained on two patient samples on an advia centaur cp instrument. The initial discordant result for patient 1 was reported to the physician(s), who questioned it. It is unknown if the discordant result for patient 2 was reported to the physician(s). A new draw was obtained from patient 2 and was tested on the same instrument, resulting lower than the initial result. It is unknown if the repeat result for patient 2 was reported to the physician(s). New samples were obtained from patient 1 and serial measurement testing was performed. The first redraw was obtained three hours after the initial sample and the second redraw was obtained the day after the initial sample draw. All redraw samples for patient 1 were tested on the same instrument, resulting lower than the initial results. Patient 1 underwent a cardiac catheterization due to the tni-ultra results. The cardiac catheterization did not find signs of cardiac disease. There is no report of harm to the patient due to the procedure performed. Samples from patient 1 and patient 2 were repeated on the instrument after troubleshooting was performed by service. The repeat result for patient 2 was lower than the initial result and the repeat results for patient 1 were lower than the results obtained on the initial sample, first redraw, and third redraw. There are no reports of adverse health consequences due to the discordant, falsely elevated tni-ultra results.